Event description:
It was reported by the caller that "surgery put the 8dct tracheostomy tube in and it was put in very tight." The tube was placed in 2009 and was removed in the next day, and replaced with another 8dct. The caller stated the tracheostomy tube failure was that the flange tore away from the tube body. The caller stated that she thinks it was due to tight suturing around the stoma and that this was not a manufacturing problem.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.